Manufacturer narrative:
The device in question will not be returned to the MFR for further investigation as it was implanted into the pt. An investigation on the lot history review of the device in question is currently in progress. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info becomes available, a supplement report will follow.

Event description:
It was reported to boston scientific (bsc) on 11/06/2006 that a customer encountered problems during use of a stent. According to the customer: "stent deployed in the wrong place." The following additional info regarding this event was rec'd on 11/13/06: "the physician placed the stent [device in question] into the distal carotid artery across into the mca. On commencing the deployment of the stent the entire system moved proximally and the stent [device in question] deployed with the distal tines at the neck of the aneurysm. As the access had been with a direct wire technique there was no exchange wire in place to stabilize the stent system [device in question]. The pt had no sequelae from this event. The aneurysm recurrence remains untreated." No pt complications were reported.